Event description:
The physician attempted to pre-dilate a lesion using a nc sprinter balloon. The balloon was inflated to 14 atm and then ruptured. No patient complications were reported.

Manufacturer narrative:
Evaluation results: (insufficient information). No results available since no evaluation was performed (no device received for evaluation). (No device received for evaluation). Deformation problem. Evaluation conclusion: (insufficient information). Unable to confirm complaint (no device received for evaluation). (B)(4).

Manufacturer narrative:
Patients condition affected effectiveness of device - 85% stenosis and moderate calcification. Device failure / lack of effectiveness related to patient condition - 85% stenosis and moderate calcification.

Event description:
Physician attempted to predilate a lesion with 85% stenosis and moderate calcification using a nc sprinter 2.0x21mm balloon. The vessel was non tortuous. The balloon was advanced to the lesion, was inflated to 14 atm and then ruptured. Another balloon from another manufacturer was used, to complete the procedure. No clinical sequelae were reported.